Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Follow-up #1 - date of submission (B)(4) 2012, device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. There was no activity outside normal use observed in the black box or download history. There was no occlusion alarms observed in the black box or pump alarm history. There was no data in the black box or download histories from the time of the reported occlusions due to continued patient use. The rewind, prime and load steps were successfully performed with no alarms. A force sensor calibration test confirmed the sensor was detecting the correct force. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. An occlusion was induced and the pump was found to alarm appropriately. Unrelated to the complaint, the keypad was found to be torn around the contrast keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. All keypad buttons were found to respond as expected.

Event description:
The patient reported experiencing blood glucose (bg) of 404 mg/dl with ketones. A specific date for the bg excursion was not given. The patient stated that on (B)(6) 2011, the pump began emitting occlusion alarms. She stated that she changed her site, and received two more occlusion alarms on (B)(6) 2011. She stated that she changed her site two more times on (B)(6) 2011. The patient stated that with one of the site changes, the cannula was bent. She confirmed that there were no issues noted with the other two sites. The patient stated that she administered a correction injection for the elevated bg after contacting her healthcare provider (hcp). The patient stated that upon review of the bolus history, she found that boluses had been cancelled, and she attempted to re-deliver. The patient noted that she has only been on insulin pump therapy for two weeks. Customer support recommended that the patient discuss site rotation and infusion set type with her hcp. The patient reportedly resumed insulin pump therapy without issues. The pump is not being returned at this time, and there has been no further reported incident. Occlusion alarms are not likely to cause an adverse event, as the pump will alarm to alert the user of the issue. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason. The pump was found to be alarming appropriately. This complaint is being reported due to the patient's alleged hyperglycemic event while using insulin pump therapy.